Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The customer reported to bsc that during an egd procedure (patient age & gender unknown), one of the two jaws broke off the resolution clip device while opening. The jaw was retrieved from the patient. The procedure was completed successfully with another of the same device. The patient did not sustain any complications or ill effects as a result of this issue.